Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose levels from 142 - 328 mg/dl; took correction. Patient stated at the last correction he observed a wet self-adhesive. Patient was able to get his blood glucose level under control by himself. No adverse event reported. Requested return of the alleged infusion set for evaluation.